Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device had occlusion sensor drift failure. A review of the event history log revealed "occlusion sensor drift failure" messages. The downstream occlusion sensor was recalibrated and the unit was restarted. The system error did subside; however, running an infusion was not successful. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be anissue with the plunger driver. Repair requires replacement of the plunger driver. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syr pump, the device displayed a system error 21505 occlusion sensor drift failure. No additional information is available.